Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging the up arrow button on her onetouch ultralink meter was loose. In addition, the down arrow button was missing and the display was cracked. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issues all occurred at approximately 3pm on the day she contacted lfs for assistance. The patient reportedly manages her diabetes with an unknown type of insulin through pump therapy. The patient claimed that just prior to the alleged issues, she was experiencing symptoms of "dizziness, shaking and sweating" and despite these symptoms she denied receiving any form of medical treatment. It is not known if the patient tested on a different device. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and denied any trauma or misuse of the product. Replacement products were sent to the patient. This complaint is being ruled out as a reportable event due to the following conclusion(s): there is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. In addition, there was no evidence that the product malfunctioned.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.